Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, log file analysis revealed normal o2 gas path test. No active alarms and 2p o2 calibration passed. Unit started alarming 224 on 31-oct-2021. The alarm was triggered most likely due to oxygen cell drifting. As to frequency of cell calibration, vyaire medical recommended that the cell be calibrated prior connecting to a new patient to the unit. The issue seems to be related to the o2 cell lack of calibration. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported problem with bellavista 1000 with error message: mismatch between delivered and measured fio2 & o2 supply failed; no o2 dosing possible appeared on the unit. The customer confirmed that the reported problem occurred during patient use and an alternative ventilator was used. No patient harm was reported.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. As per log analysis, oxygen alarms 151 - o2 cell concentration low and 224 - mismatch between delivered and measured fio2 were triggered. After user performed a two-point calibration, the alarms disappeared. The root cause was determined to be due to not performing a two-point calibration of the oxygen sensor. Additionally, it is mentioned in the user manual that when using higher o2 settings, a two-point calibration of the oxygen sensor is needed in such alarm situations. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.